Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and tested on an in-house system in normal mode where there were no triggered errors. The usm was also tested on the test platform where failures were recorded. Upon visual inspection, the loose cannula was observed, and missing screws were detected.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected and found cannula assembly loose. Fse replaced universal surgical manipulator (usm) arm 1 assembly, verified, and tested per procedure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending failure analysis investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported prior to docking, arm 1 where it attaches to the trocar was loose. Technical service engineer (tse) informed the customer they do not recommend the arm be used in that condition. The tse noted there was another system on site at the same software version and the customer was going to attempt to swap patient side cart (psc). The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had been used for a case earlier without issue. There were no problems powering up the system and no error codes noted. Once the customer contacted intuitive to report the issue with arm 4, we were advised to switch out the patient cart to other one we had, this was done with very little delay. The surgery required all 4 arms for the procedure. The patient cart was switched out for another one on site so that the surgery could be completed. The surgery was completed with an alternate patient cart the surgery well with no other issues.